Event description:
During a bronchoscopy procedure for treatment, the forceps wire snapped and broke. Another one was used to continue the procedure. The procedure outcome was reported as fine and the pt's condition after the procedure was reported as fine.